Manufacturer narrative:
Device received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown. The customer stated they was able to successfully clear the alarm. The customer also stated that they were unable to complete insulin pump rewind. The customer stated that the insulin pump had possible magnetic resonance imaging exposure. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.